Event description:
It was reported that the patient experienced a burning sensation at the pod site. Blood glucose levels rose to 320 md/dl. The patient removed the pod and reported that the skin was raised and ¿liquid came out when pressure was applied¿ to the site. Patient administered a manual injection of insulin, via pen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone13.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.